Manufacturer narrative:
No blood was observed on the device. The device was received with the cannula assembly deployed. No issues were found with the needle mechanism that would result in a needle mechanism failure. The download data shows no abnormalities that would indicate a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 24.7 mmol/l (444.6 mg/dl) while wearing the pod between 24 and 36 hours. Upon inspection, it was noticed that the pink slide did not move forward indicating a failure of the needle mechanism. A new pod was applied to treat the hyperglycemia.